Event description:
It was reported that a patient was going to have her implant removed because it has moved. It was later stated that the patient met with her hcp today and they decided to keep the implant in. It was stated that the implantable neurostimulator (ins) seemed to have moved toward the surface 4-5 months ago. The caller stated that it ¿started catching on chairs when she sat depending on waistline and slack type¿. It was noted that the patient has lost some weight but probably gained it back. It was stated that when the patient¿s healthcare professional (hcp) saw the implant he told the patient that ¿was not how her implant was supposed to be¿. It was stated that the patient decided to keep the ins because her right leg has been giving her a lot of pain. It was noted that the patient had a knee replacement surgery ¿on exactly (B)(6) of last year¿. It was noted that the patient already had stimulation for back problems at this time. It was stated that the patient would need another right knee replacement in the future.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3998, lot# v341166, implanted: (B)(6) 2009, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37092, lot# 232310001, implanted: (B)(6) 2009, product type: accessory. (B)(4).